Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement surgery on (B)(6) 2008. Subsequently, the patient claims damages in connection with the use of biomet mom implant. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No revision procedure has been reported and no product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Initial report contact name - unknown; expiration date - unknown; manufacture date - unknown. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.